Event description:
Report was received that a donor expired following plasma donation. Donor presented as an applicant donor at the plasma center in 2003. All vital signs, medical history, and physical examination pre-donation were acceptable. Blood pressure 120/80, pulse 84, temperature 97.9, hematocrit 39.0, total protein 8.0. There were no signs or symptoms of a donor reaction or indication of any equipment problems. The donation occurred without incident. Donor donated a total of 880ml of plasma in 2003. The center mgr of the plasma center was made aware of the fatality five days later after receipt of a phone call from a news reporter. According to news reports the donor became ill after leaving the center, sought care at an emergency room, and subsequently left the hospital against medical advice (ama) before the donor could be seen by a physician. Donor passed away later on the evening of the day they donated. An autopsy is being performed.